Manufacturer narrative:
(B)(4). Eval, results/conclusions: arterial trauma/dissection/perforation. Very diseased subclavian artery. Wires may have contributed to the event.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a penetrating ulcer in the thoracic aortic. The subclavian artery was very diseased. It was reported that there were no complications at the time of implant. After the implantation, the pt developed a blood infusion in the chest. A f/u CT was performed and demonstrated that the blood was coming from around the subclavian artery. As the location of the stent graft is 4 to 5 from the subclavian artery, there is a possibility that the wires used during the implant procedure may have contributed to the event. The physician decided to intervene by stenting the subclavian artery with another manufacturer's stent successfully. No add'l clinical sequelae were reported, and the pt is fine.